Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the right-ventricular (rv) lead exhibited loss of capture, low pacing impedance and high capture threshold. As a resolution the rv lead was capped and replaced on (B)(6) 2024. The patient condition was stable.